Event description:
It was reported that surgery nurse explained how to place tubing of statlock¿ foley stabilization device - latex catheter. After that the catheter does not even last week. Package comes off and the snap lock falls off. Patient was bed ridden and was not putting tension on it and it won¿t stay on place. Customer also states that they had to hold down the product with band aids.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect dimensions between mating parts". It was unknown whether the device had met specifications. The lot number is unknown. Therefore the device history record could not be reviewed. The product catalog number and the lot number are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.